Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During procedure, it was observed the pacemaker set screw was too loose and unable to tighten. The pacemaker was exchanged without issue. The patient was stable.